Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator was in backup operation. It was noted that the patient had an MRI at the time of the bvvi. Programming changes were performed. There were no patient consequences.